Event description:
It was reported that noise on the atrial lead was oversensed and triggered auto mode switch episodes. The lead remained implanted. No intervention or patient symptoms were reported.

Event description:
New information notes that the patient was asymptomatic. The lead was capped and replaced on (B)(6) 2017. The patient's condition was stable before, during and post procedure.